Event description:
The complaint is reported as: the connection between the y-connector and the tube of the sher-I-swiv disconnected during use on pt. The condition of the pt is unk.

Manufacturer narrative:
The device history report (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specifications. The sample was not returned for eval, however, the customer provided a photo. A visual exam was performed on the photo and it was observed that the sher-I-swiv and the y connector were disconnected. No other defects were observed. Although the disconnection was observed in the photo, the actual sample is needed in order to perform a proper investigation and determine a root cause. If the sample is returned, a follow-up report will be submitted with investigation results.